Manufacturer narrative:
(B)(4). Product not yet evaluated.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 105 to 125 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 385 mg/dl and 344 mg/dl. Verified storage of product is not within instructed specification since they are retained in the bathroom. Test strip lot manufacturer's expiration date is 03/31/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 1: 332mg/dl (B)(6) 2015 08:15 am fasting :yes; 2: 225mg/dl (B)(6) 2015 06:23 am fasting: yes; 3: 163mg/dl (B)(6) 2015 07:35 pm fasting: yes; 4: 226mg/dl (B)(6) 2015 07:55 pm fasting: yes; 5: 121mg/dl (B)(6) 2015 06:23 am fasting: yes. Adverse event not reported.